Manufacturer narrative:
It was reported that the death of the patient was not related to the stent. Device code: no malfunction was alleged on the device in question - the procedure was completed with the placement of the stent [device in question]. Type of reportable event: although it was reported that the patient death was not related to the stent, this event is being filed as a "serious injury" due to the sah that occurred post procedure. It cannot be confirmed if the sah is related to the placement of the stent. If the manufacturer receives confirmation that the sah is not related to the placement of the stent, a supplemental MFR. Report will be filed to retract this initial MFR. Report #2939204-2008-00056.

Event description:
The following information was reported to the manufacturer through review of the hde report: "a male patient was treated with a stent [device in question] for an intracranial aneurysm in the acoma (anterior communicating artery) in 2007. The patient developed a sah (subarachnoid hemorrhage) post procedure. The patient also developed respiratory distress and was intubated. Patient later expired on the next day. It was stated by the physician that the death was not due to the device.